Manufacturer narrative:
This report is submitted january 25, 2018.

Event description:
Per the clinic, the device was explanted on (B)(6) 2018, and the patient was reimplanted with a new device during the same surgery due to chronic inflammation at the implant site.

Manufacturer narrative:
Correction : the device analysis report has been revised.